Event description:
Reporter alleged obtaining a result of 56 mg/dl on mobile system 1 compared back to back with a result of 92 mg/dl on the aviva system and a result of 59 mg/dl on mobile system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the aviva suspect device system used. Reference medwatch report with (B)(6) for the suspect device used in mobile system 1. Reference medwatch report with (B)(6) for the suspect device used in mobile system 2.